Event description:
A power source alert 07 was reported, which resulted in a pump shutdown and prevented troubleshooting. There was no adverse impact on the customer's blood glucose level. Technical support advised that the pump's insulin on board and max hourly bolus would reset to zero, and cgm sessions must be manually restarted. They recommended using tandem charging supplies and waiting at least 30 minutes for charging, advising the customer to monitor the situation and call back if the issue continued, which the customer acknowledged.